Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing by a zoll representative at the customer's site. However, the reported problem could not be duplicated when the device was returned to zoll medical corporation for evaluation. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.